Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one-time orders did not flow into pyxis. The technical support specialist (tss) reconfigured the med due now display range start to 120 minutes, and med due now display range end = 60 minute for the station as per the attached knowledge article "due now feature: how it works". Following this change, one-time orders became available on the station. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one-time orders were not flowing into the station, and nurses had been required to override the orders manually. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.